Manufacturer narrative:
This report is for an unknown screws/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: the investigation could not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: tyler c. Mcdonald et. Al (2019), treatment of distal femur fractures with the depuy-synthes variable angle locking compression plate, journal of orthopaedic trauma vol. 33(9), pages 432-437 (USA). The aim of this retrospective review is to determine the failure rate of the depuy-synthes va-lcp plate and quantify failure modes. Between july 2012 and january of 2017, a total of 113 (56 males and 62 females) with a mean age of 52 years (ranges, 18-99 years) were included in the study. These patients had 118 ota/ao classification 33a and 33c distal fibular fractures that were treated with depuy-synthes va-lcp plate. The mean radiograph duration of follow-up was 321 days. 2 patients had distal screw disengagement. This report captures the following complications: 2 patients had proximal failure. 7 patients had working length failure. 8 patients had deep infection. 20 patients (16.9%) required reoperation to promote union. This report is for an unknown synthes - screws: trauma. This report is 2 of 3 for (B)(4).